Event description:
It was reported that there was low flow in an arctic sun device. Per review of wo on 05aug2025, there was no patient involvement. Per sample evaluation results received via task on 19aug2025, it was reported that the temperature in cable-nellcor was damaged. Per sample evaluation results received via task on 18nov2025, it was reported that they noted the heater and mixing pump) have also malfunctioned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. During evaluation, it was confirmed that the temperature in cable was damaged. Temperature in cable was replaced. Product testing is complete and confirms the product meets servicing requirements. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Based on the results of the investigation, no additional actions can be taken. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Full initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow in an arctic sun device. Per review of wo on 05aug2025, there was no patient involvement. Per sample evaluation results received via task on 19aug2025, it was reported that the temperature in cable-nellcor was damaged.